Event description:
During a total knee replacement surgery two of the lateral teeth broke off the blade. It was also reported that all of the broken fragments were retrieved without injury to the patient.